Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jues2214 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿patient states she was told her PICC migrated because there wasn t anything holding it in place.¿ 06/29/2022 per add info received: how is PICC being secured now? Caller stated PICC was now secured has PICC been repositioned to be in correct place? Was it removed or exchanged? Caller stated has been repositioned.